Event description:
During a laparoscpic nephrectomy, the device ripped at wrist insertion point while working in abdomen. Noticed because of drastic loss of abdomen pressure. No instruments or other sharp objects were in the vicinity of disk. No pt consequences.